Manufacturer narrative:
Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were reviewed. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. Next, the device was visually inspected and interrogated, revealing that the device was normal and as expected. There was no indication of a deviation from the mechanical specification and the interrogation could be properly performed. In conclusion, there was no indication of a device malfunction or a material or manufacturing problem.

Event description:
It was reported that the device was not possible to interrogate in the ordinary position. After the body was mapped with the programmer head, the biomonitor was successfully interrogated on the lateral position. X-rays showed the device in the lateral position with 180 degree spin. The biomonitor was explanted.